Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that the patient complained of a possible chipped tooth during removal of the splint. Patient's tooth was smoothed by user's assistant and was advised to visit their general practitioner. No further injury or additional medical intervention was reported as a result of this event.

Manufacturer narrative:
The device was not returned. With review of the available information, there is no evidence to indicate any device malfunction or performance issues that would impact the reported event. A possible root cause for the chipped natural tooth can be associated with user error. Possible clinical factors that might have contributed to this event include the patient's pre-existing dental care history including indication from the field report that the patient obtained brittle teeth. The neocis guidance system user manual contraindicates the use of the device on patients that have insufficient bone or teeth to retain a neocis chairside patient splint (cps) rigidly throughout a surgical procedure. The affected tooth was smoothed out after removal of the splint. There are no indications of any further patient injury as a result of this event.